Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult gripper actuation appears to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4. Triclip xtw (lot: 41017r1068) was first chosen for implantation. Immediately after deployment, the clip detached from the anterior leaflet. An additional xtw triclip was attempted to be implanted to stabilize and further reduce tr, but during grasping attempts the grippers did not lower during independent and simultaneous actuation. Troubleshooting was successful and the clip was able to be implanted. The procedure ended with tr reduced to grade 3. There were no reported patient consequences or clinically significant delay.